Manufacturer narrative:
The device has been requested to be returned to baxter for an evaluation, however, the device has not yet been received. Should the device and/or additional information be received, a follow-up report will be submitted.(B) (4)

Event description:
It was reported the patient was having a device upgrade and new leads implanted on (B) (6) 2010 when he died during surgery. Follow up revealed there is no allegation that the death was device related, "more procedure related." Later follow up reported the patient died of coronary artery disease and refractory ventricular tachycardia arrest per the physician with no allegation of device system issue. "Patient essentially had vt storm and died."

Manufacturer narrative:
Device evaluation: one used sample was received by baxter for evaluation. The sample was visually examined for signs of defect or abnormality that may have contributed to the reported condition; however, none were found. A standard flow test was subsequently performed on the sample and the flow rate was found to be within specifications. Therefore, the reported condition of "overinfusion" could not be confirmed. (B) (4)

Event description:
It was reported to baxter (B) (4) that a basal/bolus infusor overinfused during patient use in the hospital. The actual flow rate is unknown. The total fill volume and the temperature are unknown. The device was filled with bupivacaine hydrochloride. There was no report of patient injury or medical intervention.